Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm that was generated when the pump detected movement in hall sensor counts that was unexpected since the pump did not command motor movement (pump error 130), and a crack in the casing. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer was advised to revert to the backup plan per the health care professional's instructions. Mmt-1712k was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump immediately alarmed an open book image once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus and crest software. Critical pump error (open book image) triggered by three consecutive pump error 63 critical handling alarms (file number: 2002, line number: 2803, variable #: 5) on the event date of 26-dec-2025 at 8:20:47 pm, 8:24:47 pm, and 8:25:00 pm due to a hardware failure. Pump alarmed pump error 43 alarms on the event date of 12/26/2025 at 18:35:59.000 to 18:46:09.000. Pump error 82 was found in the history file/long trace file on the event date of 12/26/2025 6:38:24 pm. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Critical pump error (open book image) was confirmed during testing due to three consecutive pump error 63 alarms. Pump error 63 was confirmed due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at the pump case. Unable to verify customer's complaint for pump error 130 due to critical pump error (open book image). Pump error 82 was confirmed in the pump history files and traces due to a software anomaly. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.